Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified 5 mm proximal of the distal markerband. A visual and microscopic examination found no issues with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified forearm. A 5.0 x 40, 75 cm mustang¿ balloon catheter was advanced for dilation. There was no visual issue noted on the device prior to use. However, during the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 30 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified forearm. A 5.0x40, 75cm mustang¿ balloon catheter was advanced for dilation. There was no visual issue noted on the device prior to use. However, during the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 30 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.